Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited noise that was oversensed. The oversensing led to charging, but no therapy was delivered. The noise could not be reproduced. The sense/pace portion of the lead was capped and replaced. The defib portion remains active.